Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), alopecia ("hair loss"), depression ("depression"), anaemia ("anemia"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menstruation"), menstruation irregular ("irregular menstruation") and impaired work ability ("unable to continuously work"). The patient was treated with surgery (she underwent hysterectomy to remove the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, abdominal distension, alopecia, depression, anaemia, dysmenorrhoea, menorrhagia, menstruation irregular and impaired work ability outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, depression, dysmenorrhoea, genital haemorrhage, impaired work ability, menorrhagia, menstruation irregular and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy and abnormal bleeding/unusual bleeding") in an adult female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included absence of menstruation, herpes zoster immunization, missed abortion, caesarean section, chlamydial infection, menarche, pap smear abnormal, loop electrosurgical excision procedure, uterine dilation and curettage, vaginal pain, drug allergy, libido decreased, crying and breast engorgement. Previously administered products included for an unreported indication: macrobid. Concurrent conditions included painful intercourse, vaginal dryness, depressed mood, vaginal odor, libido decreased, vulvovaginal atrophy, cervicitis, endocervicitis, emotional lability, gonorrhea, cervicitis human papilloma virus and syphilis. Concomitant products included ibuprofen for abdominal pain, salbutamol (albuterol) for asthma, megestrol for bleeding genital, bupropion hydrochloride (wellbutrin) and trazodone for depression as well as alprazolam (xanax) since 9-nov-2011, atropine since 9-nov-2011, azithromycin since 10-jan-2012, hydrocodone bitartrate;paracetamol (norco) since 9-nov-2011, medroxyprogesterone acetate (depo-provera) since 26-oct-2011 and ondansetron (zofran) since 9-nov-2011. On (B)(6) 2011, the patient had essure inserted. In january 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), menstruation irregular ("irregular menstruation/unusual menstrual cycle") and dyspareunia ("dyspareunia"). In february 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and chest pain ("chest pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating"), depression ("depression"), anaemia ("anemia"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menstruation"), impaired work ability ("unable to continuously work") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, abdominal distension, anaemia, dysmenorrhoea, menorrhagia and impaired work ability outcome was unknown and the genital haemorrhage, abdominal pain, alopecia, depression, menstruation irregular, dyspareunia, chest pain and hypersensitivity had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, chest pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, impaired work ability, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: trailing uterus: 3 on (B)(6) 2012 patient underwent hysterosalpingogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- pelvic pain and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy and abnormal bleeding/unusual bleeding") in an adult female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included absence of menstruation, herpes zoster immunization, missed abortion, caesarean section, chlamydial infection, menarche, pap smear abnormal, loop electrosurgical excision procedure, uterine dilation and curettage, vaginal pain, drug allergy, libido decreased, crying and breast engorgement. Previously administered products included for an unreported indication: macrobid. Concurrent conditions included painful intercourse, vaginal dryness, depressed mood, vaginal odor, libido decreased, vulvovaginal atrophy, cervicitis, endocervicitis, emotional lability, gonorrhea, cervicitis human papilloma virus and syphilis. Concomitant products included ibuprofen for abdominal pain, salbutamol (albuterol) for asthma, megestrol for bleeding genital, bupropion hydrochloride (wellbutrin) and trazodone for depression as well as alprazolam (xanax) since (B)(6) 2011, atropine since (B)(6) 2011, azithromycin since (B)(6) 2012, hydrocodone bitartrate; paracetamol (norco) since (B)(6) 2011, medroxyprogesterone acetate (depo-provera) since (B)(6) 2011 and ondansetron (zofran) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), menstruation irregular ("irregular menstruation/unusual menstrual cycle") and dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and chest pain ("chest pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating"), depression ("depression"), anaemia ("anemia"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menstruation"), impaired work ability ("unable to continuously work") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, abdominal distension, anaemia, dysmenorrhoea, menorrhagia and impaired work ability outcome was unknown and the genital haemorrhage, abdominal pain, alopecia, depression, menstruation irregular, dyspareunia, chest pain and hypersensitivity had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, chest pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, impaired work ability, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: trailing uterus: 3. On (B)(6) 2012 patient underwent hysterosalpingogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- pelvic pain and dyspareunia. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and mr received- lot number received. Medical history, concomitant drug. Events-dyspareunia,chest pain and hypersensitivity added. Event outcome of abdominal pain, chest pain, unusual bleeding, unusual menstrual cycle, allergic reaction, depression, dyspareunia and hair loss was updated to recovered / resolved. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included absence of menstruation, herpes zoster immunization, missed abortion, caesarean section, chlamydial infection, menarche, pap smear abnormal, loop electrosurgical excision procedure, uterine dilation and curettage, vaginal pain, drug allergy, libido decreased, crying and breast engorgement. Previously administered products included for an unreported indication: macrobid. Concurrent conditions included painful intercourse, vaginal dryness, depressed mood, vaginal odor, libido decreased, vulvovaginal atrophy, cervicitis, endocervicitis, emotional lability, gonorrhea, cervicitis human papilloma virus and syphilis. Concomitant products included ibuprofen for abdominal pain, salbutamol (albuterol) for asthma, megestrol for bleeding genital, bupropion hydrochloride (wellbutrin) and trazodone for depression as well as alprazolam (xanax) since (B)(6) 2011, atropine since (B)(6) 2011, azithromycin since (B)(6) 2012, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2011, medroxyprogesterone acetate (depo-provera) since (B)(6) 2011 and ondansetron (zofran) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage ("heavy and abnormal bleeding/unusual bleeding"), alopecia ("hair loss"), menstruation irregular ("irregular menstruation/unusual menstrual cycle") and dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and chest pain ("chest pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating"), depression ("depression"), anaemia ("anemia"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menstruation"), impaired work ability ("unable to continuously work"), hypersensitivity ("allergic reaction") and metal poisoning ("nickel poisoning"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, abdominal distension, anaemia, dysmenorrhoea, menorrhagia, impaired work ability and metal poisoning outcome was unknown and the genital haemorrhage, abdominal pain, alopecia, depression, menstruation irregular, dyspareunia, chest pain and hypersensitivity had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, chest pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, impaired work ability, menorrhagia, menstruation irregular, metal poisoning and pelvic pain to be related to essure. The reporter commented: trailing uterus: 3 on 9-feb-2012 patient underwent hysterosalpingogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record-pelvic pain and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc(product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included absence of menstruation, herpes zoster immunization, missed abortion, caesarean section, chlamydial infection, menarche, pap smear abnormal, loop electrosurgical excision procedure, uterine dilation and curettage, vaginal pain, drug allergy, libido decreased, crying and breast engorgement. Previously administered products included for an unreported indication: macrobid. Concurrent conditions included painful intercourse, vaginal dryness, depressed mood, vaginal odor, libido decreased, vulvovaginal atrophy, cervicitis, endocervicitis, emotional lability, gonorrhea, cervicitis human papilloma virus and syphilis. Concomitant products included ibuprofen for abdominal pain, salbutamol (albuterol) for asthma, megestrol for bleeding genital, bupropion hydrochloride (wellbutrin) and trazodone for depression as well as alprazolam (xanax) since (B)(6) 2011, atropine since (B)(6) 2011, azithromycin since (B)(6) 2012, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2011, medroxyprogesterone acetate (depo-provera) since (B)(6) 2011 and ondansetron (zofran) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage ("heavy and abnormal bleeding/unusual bleeding"), alopecia ("hair loss"), menstruation irregular ("irregular menstruation/unusual menstrual cycle") and dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and chest pain ("chest pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating"), depression ("depression"), anaemia ("anemia"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menstruation"), impaired work ability ("unable to continuously work"), hypersensitivity ("allergic reaction") and metal poisoning ("nickel poisoning"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, abdominal distension, anaemia, dysmenorrhoea, menorrhagia, impaired work ability and metal poisoning outcome was unknown and the genital haemorrhage, abdominal pain, alopecia, depression, menstruation irregular, dyspareunia, chest pain and hypersensitivity had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, chest pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, impaired work ability, menorrhagia, menstruation irregular, metal poisoning and pelvic pain to be related to essure. The reporter commented: trailing uterus: 3. On (B)(6) 2012 patient underwent hysterosalpingogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record-pelvic pain and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: plaintiff information form received. Event "nickel poisoning". Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included absence of menstruation, herpes zoster immunization, missed abortion, caesarean section, chlamydial infection, menarche, pap smear abnormal, loop electrosurgical excision procedure, uterine dilation and curettage, vaginal pain, drug allergy, libido decreased, crying and breast engorgement. Previously administered products included for an unreported indication: macrobid. Concurrent conditions included painful intercourse, vaginal dryness, depressed mood, vaginal odor, libido decreased, vulvovaginal atrophy, cervicitis, endocervicitis, emotional lability, gonorrhea, cervicitis human papilloma virus and syphilis. Concomitant products included ibuprofen for abdominal pain, salbutamol (albuterol) for asthma, megestrol for bleeding genital, bupropion hydrochloride (wellbutrin) and trazodone for depression as well as alprazolam (xanax) since (B)(6)2011, atropine since (B)(6)2011, azithromycin since (B)(6)2012, hydrocodone bitartrate;paracetamol (norco) since (B)(6)2011, medroxyprogesterone acetate (depo-provera) since (B)(6)2011 and ondansetron (zofran) since (B)(6)2011. On (B)(6)2011, the patient had essure inserted. In january 2012, the patient experienced genital haemorrhage ("heavy and abnormal bleeding/unusual bleeding"), alopecia ("hair loss"), menstruation irregular ("irregular menstruation/unusual menstrual cycle") and dyspareunia ("dyspareunia"). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and chest pain ("chest pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("bloating"), depression ("depression"), anaemia ("anemia"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menstruation"), impaired work ability ("unable to continuously work"), hypersensitivity ("allergic reaction") and metal poisoning ("nickel poisoning"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, abdominal pain lower, abdominal distension, anaemia, dysmenorrhoea, menorrhagia, impaired work ability and metal poisoning outcome was unknown and the genital haemorrhage, abdominal pain, alopecia, depression, menstruation irregular, dyspareunia, chest pain and hypersensitivity had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, chest pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, impaired work ability, menorrhagia, menstruation irregular, metal poisoning and pelvic pain to be related to essure. The reporter commented: trailing coils- left-8, right-3 on (B)(6)2012 patient underwent hysterosalpingogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record-pelvic pain and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc(product technical complaint). On 7-dec-2020: mr received : reporter added, rcc updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.